Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a patient had a coronary artery bypass graft and a ventricular tachycardia (vt) ablation the day before. He was increasingly hemodynamically unstable and showed reduced left ventricle (lv) function. The decision was made for impella 5.5. The impella was implanted without complications. During support it was reported that two days after the impella implantation, a left ventricle thrombus was seen on computed tomography (CT). This was not present/not visible/not known before implantation. Additional information was received that later indicated the following: the physician reported about a new CT scan. There was no lv thrombus and they stated that the first diagnosis was wrong. The patient had prolonged vt episodes the day before. Ultimately, the patient expired on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vt/vf/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.